Manufacturer narrative:
Follow-up #1 date of submission 08/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. Evidence of moisture was observed behind the display. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed and no contamination was found. Moisture damage was found throughout the pump. The pump casing was cracked near the upper right hand corner of the display; the pump failed a leak test due to this. Unrelated to the complaint, the battery compartment was cracked and the audio bolus button cover was damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. Reportedly, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.